Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had consistent no delivery alarms during bolus, basal and fixed prime. Customer tried different infusion sets. Insulin is not expired or denatured. Sites are rotated and tubing was not bent or kinked. The insulin pump passed the high pressure test. Blood glucose value is unknown. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
No excessive no delivery alarms were noted during testing. The pump was received with all operating currents within specification and passed the functional testing, including the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.